Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's right ventricular (rv) lead exhibited low sensing amplitude. The sense/pace portion of the lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.